Manufacturer narrative:
The pump alarmed for motion sensor test failure during rewind due to motor encoder signal out of phase. The basic occlusion test, occlusion test, excessive no delivery test, prime test, and unexpected restart error test were unable to be conducted due to motion sensor test failure alarms. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motion sensor test failure alarm. The customer's blood glucose level at the time of incident was 165mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.